Event description:
The user facility reported that the catheter broke off inside of the patient's arm. Follow up communication with the user facility confirmed the following information: the patient was having oral surgery performed; the catheter was placed without difficulty, for anesthesia; the catheter remained placed for approximately thirty minutes with no issues noted; no leakage was noted at site dressing during procedure; post procedure it was noted the catheter was severed; twenty two millimeters in length remained in the patient's arm; the patient was sent to ER for ultrasound to locate catheter remaining in the patient's arm; and the catheter was successfully removed by the vascular surgeon.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The lot number for this product code is unknown. It is presumed to be rh2127, rg0227, re2127, rf2727, qn0427, ra1426, pf0727, rd2426, rd0326, ql2326, nc2826, rd1726, d2427, rd1727, or rd1026. The involved device was not returned and the lot number is unknown. Therefore, the investigation was based upon the user facility information, and the evaluation of retention samples from the presumed lots (except for lot# nc2826 - this lot# has been expired and was not available for retention sample evaluation). Visual evaluation for all potential lots revealed no defects. Catheter joint strength testing was conducted and confirmed to meet manufacturer specifications. A review of the device history records identified a potential issue that is being investigated. Although the cause of the reported event cannot be definitively determined, an additional investigation is in progress. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #1118880-2015-00014 to provide the additional investigation results. An additional investigation was completed. The retention samples were evaluated and met all visual and functional specifications. Without the actual sample or photographs of the sample, it is not possible to definitely determine if the identified manufacturing issues were similar in nature and/or contributed to the issue reported.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #1118880-2015-00014 to provide the additional investigation results.

Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2015-00014 to provide the evaluation results from the returned 27 un-used samples from multiple lots. Evaluation: 27 un-used samples from multiple lots. The actual device was not returned to the manufacturer for evaluation, but 27 un-used samples from multiple lots were returned to the manufacturer for evaluation. Visual evaluation revealed no defects. Catheter joint strength testing was conducted and confirmed to meet manufacturer specifications. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2015-00014 to provide the evaluation results from the returned 27 un-used samples from multiple lots.